Manufacturer narrative:
A 3rd party service representative confirmed the presence of rust on the bag/vent switch. The bag/vent switch was cleaned, and the unit was returned to service.

Event description:
The 3rd party service representative reported a failure of the bag/vent switch to operate as expected during checkout of the unit. The unit was not able to switch to mechanical ventilation when requested. There is no report of patient involvement.